Manufacturer narrative:
Concomitant medical products: model: 3608 scs ipg, implant date unknown. (B)(4).

Event description:
It was reported ((B)(6)) the patient could no longer receive effective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the reported lead was disconnected and a new lead was implanted. The reported lead remains implanted. The issue was resolved.